Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin for the event (no further information). At the time of this report the patient outcome was not reported. Dianeal therapy was ongoing. No additional information is available.